Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert from the remote monitoring system was received for out of range shock impedances on this cardiac resynchronization therapy defibrillator (crt-d). A follow up was performed and the out of range shock impedances were recreated with arm movements. The rv lead is a competitor product. This crt-d remains in service. No adverse patient effects were reported.